Manufacturer narrative:
The manufacturer had previously reported the incident in relation to the voluntary field safety notice / recall notification. The manufacturer was contacted in reference to dreamstation auto CPAP device. There was an allegation of sleep apnea and pain. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the patient has alleged sleep apnea and pain. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.